Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09105, 09106. The patient received his scs system including two percutaneous leads (from two different lots). It was reported the patient is unable to feel stimulation even at the highest amplitude settings. The patient also reported he is charging the system ipg more frequently than normal. The patient has gained weight recently and feels the ipg may have shifted from its original location as he is experiencing pain at the pocket site with movement. The patient is working closely with his physician to determine the next course of action. A surgical intervention maybe required to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.